Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Green status indicator but will not switch on.

Event description:
No patient involved. Green status indicator but will not switch on.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. On receipt, the device was failing to switch on via the on/off button, as per the reported fault. The fault was traced back to a break in the pcba internal track between j11 pin 13 and inductor l14. The fault could not be replicated when a jumper wire was soldered between these two points. The device was tested to final unit test specification (B)(4). On the (B)(6) 2017, during which the functionality of the on/off circuitry is tested. Information from the history log shows the device was successfully manually power cycled on the (B)(6) 2017. Therefore, this report concludes that the break in the track occurred after this date. Evidence of corrosion was observed on the pins j11 connector, along with the temperature recorded above the maximum recommended stand-by temperature of 50°c in the history log, would indicate the device had been stored outside the indicated conditions. The break in the track may have been due to the device being stored outside the indicated conditions, or the device had been subject to an external mechanical force (i.e. Impact or vibrations). These may also account for the rtc error witnessed in the history log, however the investigation was unable to confirm this. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.